Manufacturer narrative:
(B)(4). Conclusion: no available code for undetermined or unknown cause. The customer's report of a hole in the package and tubing was confirmed. Visual inspection noted a round hole measuring 0.3730 inches approximately 15 inches below the drip chamber. Visual inspection also noted the returned pouch with a hole. Functional testing noted a leak from the hole in the tubing. The cause of the customer's report was identified as damage in the pvc tubing. The root cause of the damage on the pvc tubing was not identified.

Event description:
Received customer medwatch which stated the following: "event desc: set arrived at the unit with what appears to be a hole in the package as well as in intravenous (IV) tubing. Initially damage was not noted until the nurse (rn) primed tubing and noted damage. No harm came to the patient."